Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsverse¿ waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: check that the waste liquid connector on the back of the machine is leaking, and it will return to normal after replacing the plastic connector. The instrument leakage.the issue was resolved via replaced the plastic connector and waste liquid connector(both no available to the assembly. (This item was provided by customer.). The instrument runs normally.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# was sent in error. It was discovered that the leak was contained within instrument, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while using bd facsverse¿ waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from chinese to english: check that the waste liquid connector on the back of the machine is leaking, and it will return to normal after replacing the plastic connector. The instrument leakage.the issue was resolved via replaced the plastic connector and waste liquid connector(both no available to the assembly#,this item was provided by customer.).the instrument runs normally.